Event description:
On (B)(6) 2011, the pt reported he went to the hospital on (B)(6) 2011 due to elevated blood glucose reading of "hi" on his blood glucose monitor. He stated he was taking 10 units of insulin every hour in an attempt to lower his blood glucose. His blood glucose measured 320 mg/dl when he was tested at the hospital at 3:13am and he was given 20 units at humalog. He stated his blood glucose has been elevated for a couple of days. Troubleshooting did not reveal any product issues. The pt's wife took over the call and stated the pt was disoriented. His blood glucose measured 500 mg/dl prior to the report. Prior to the report he was advised by his physician to change the infusion tubing and to prime. His normal blood glucose range is 80-200 mg/dl. Upon follow up on (B)(6) 2011, the pt's wife reported his blood glucose had decreased. The infusion set was requested to be returned for eval.